Manufacturer narrative:
During the device evaluation, the rear motor winding was found to have a short circuit. A short circuit can cause an increased current draw, which can result in overheating.

Event description:
It was reported that during a surgical procedure at the user facility, the handpiece was overheating. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were alleged with this event.